Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The director of the emergency department at the facility reported a colleague triple channel pump which free flowed during patient infusion. Nitroglycerin (ntg) 500mg/250ml was programmed to deliver 3 ml/hr at a dose of 10 mcgs/min. The tubing was placed in the channel and was locked in place. The pump was started and was infusing. The nurse had stepped away from the patient during an x-ray being taken on the patient. The nurse returned approximately 15 minutes later when the patient was vomiting and she noticed that the pump free flowed approximately 75-100cc ntg in to the patient. The nurse reported that she clamped the roller clamp for the tubing and noted that the tubing blue slide clamp was able to be pulled out of the channel while the pump was still running. There was no alarm noted. The medication was switched to another pump (a flo-gard) and infused with no problem. Reportedly the patient's blood pressure was stable prior to the event and dropped to the 90's systolic and required fluid boluses over the next 30 minutes before the patient's blood pressure was stabilized. The patient was admitted to the emergency department for a myocardial infarction and was transferred in stable condition to another hospital in nashville. The tubing product code and lot number is unk and was put on the flo-gard pump. There was nothing unusual noted with the tubing used during the event.